Manufacturer narrative:
H2. The device is supplied with a "safe-t-valve" feature that occludes the device when not installed in the pump. For the user to have used the device for gravity feeding, the "safe-t-valve" would have to be cut or disabled in some other manner to allow fluid to flow through the device.

Event description:
The family felt the eternal pump was under-delivering, and disconnected the pump set to allow gravity feeding. The pt's caregiver may have infused the feeding too quickly as the pt started to have dyspnea and increased respiratory rate. The homecare nurse instructed the caregiver to stop the feeding and call the physician, then wait for a new pump to arrive. One pt involved.